Manufacturer narrative:
A2. Age at time of event- 18 years or older. E1. Initial reporter address 1- (B)(6). E1. Initial reporter city- (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. Upon pre-dilation, first p2 dilation was performed at 10atm each ledger, but the balloon ruptured upon dilation to 8atm at the same area. The procedure was completed with another of the same device. No complications reported and there was no patient injury.